Manufacturer narrative:
The log file and the received information provided basis for the investigation. The logged entries confirm the reported problems. Further the logged error codes indicate that the problem can be attributed to a contact problem within the signal path of the expiratory flow sensor cable. This contact problem resulted in an unstable flow supply by the ventilation unit. After replacement of the affected flow sensor cable and its corresponding pcb the behavior was not present anymore which also indicates an isolated contact problem. The available log entries show that the device had generated several alarms at the reported time of event in order to alert the user to a potential failure. The device has behaved as specified to this malfunction. A pressure limitation must be set by the user; if this limitation is exceeded, a safety valve opens as a safety function of the device. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction.

Event description:
It was reported that the ventilation was disturbed by problems within the flow delivery and not delivering enough volume. No patient consequences reported.